Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3531, serial# unknown, implanted: (B)(6) 2016, product type: external neurostimulator.

Event description:
Information was received from a trial patient. The patient reported that they were experiencing back pain that wrapped to their pelvic area. The patient stated that she is not sure if this was due to a pre-existing condition of having small kidney stones in both kidneys. The patient reported that she had numbness down her left leg. The patient thought that she over exerted herself the day before report because she felt like one of the wires may have slipped and afterwards she felt the pain and numbness. The patient contacted their healthcare professional (hcp) who instructed the patient to change the dressing and add more tape to prevent the wire from moving more. The patient was assisted in turning the stimulation down which resolved the numbness in her leg which then felt comfortable. Additional information from the patient reported that the patient experienced uncomfortable stimulation in the wrong location. The patient confirmed that therapy was on using the patient programmer. The patient stated that the day before report they felt something pull and that is when the symptoms began. The patient was assisted in decreasing the stimulation but this did not resolve the issue. The patient was switched to a different program which helped but the symptoms were still present. The patients hcp suggested that the patient could turn the stimulation off temporarily to see if the symptoms reside. The patient reported that the urinary and bowel symptoms had not returned. The patient's hcp told the patient that if the symptoms persisted or got worse that she should go to the emergency room (ER). The patient was notified that if she goes to the ER they will not know about the device. The patient was given phone numbers for support in the event that she goes to the ER. The patient was reviewed that she is not registered as a trial patient and should make sure that she says that this is a bladder verify trial. The patient stated that it was a sudden change in therapy/symptoms. The spouse of the patient did not believe the insertion site looked right as they could see exposed metal on the lead. A photo was taken and sent to the hcp who stated he did not think it was an issue at all. The patient stated she felt the lead pull and move. She experienced numbness and tingling. The patient also stated she has pain at the insertion site. She stated that decreasing stimulation helped momentarily but then symptoms returned. Discomfort was still present but was better on the new program at the lower stimulation setting.